Event description:
Cannot pull it (tampon) out- vagina [foreign body in reproductive tract]. Inability to pull out the tampon... Broken string when using [complication of device removal]. Inability to pull out the tampon... Broken string when using- tampax [device breakage]. Case narrative: consumer reported via phone that the string broke and she was unable to remove the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.